Event description:
It was reported the patient was experiencing symptoms of withdrawal. The patient was experiencing "tingling" as a result of the withdrawal. The pump and catheter were implanted (B)(6) 2012. It was unclear how long after the implant, the patients symptoms started. As of (B)(6) 2012, the reporter stated that the patients withdrawal symptoms had improved some with the administration of oral baclofen. There were no active pump alarms as of that date. The medication in the pump was baclofen. The pump status and patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to patient's confusion regarding oral medication taper. The patient had to be reminded to read the taper schedule. The patient's symptoms included sedation cycling with severe spasms. It was indicated that his symptoms resolved. There was no hospitalization required and the patient's outcome was reported as no injury.

Event description:
Additional information received reported the cause of the event was due to a patient misunderstanding and failure to follow tapering of oral baclofen. It was noted an x-ray was performed but the date or results were not provided. No patient injury was reported.

Manufacturer narrative:
(B)(4).